Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - boston scientific received information that this lead was difficult to position during the implant procedure due to the patient's anatomy. The threshold measurement at implant was 1.8v @ 0.5ms. During a post-implant check 24 hours later, the threshold measurement was 4.5v @ 0.4ms. Two weeks later, the threshold measurement was between 2.3 and 2.9v @ 0.4ms. During the next check, the threshold was still variable and had not reduced further. Output was programmed to 4v @ 1 ms, in unipolar pacing. The patient was not dependent on therapy, and there was no report of adverse patient effects. The reason for why the lead was explanted almost 4 years later was not provided.